Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they replaced the power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio contacted the biomedical engineer and was advised that they were still evaluating the device and had not yet completed any repairs. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.